Event description:
It was reported by the customer that they responded to the scene of a female pt in her 60's with a prior heart condition. The customer indicated that the device would not operate on battery power. A back-up crew was requested and one arrived within a few minutes (exact time unk). It was indicated by the customer that pt care was not compromised due to the device failure, and the pt was successfully delivered to the hosp. It was also indicated by the customer that there was a bad lightnings storm that hit the truck in which the device resides. The unit is connected to an inverter, which was plugged in at the time of the storm.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The power pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a shorted capacitor, designator c4. This caused a land to blow because there was no continuity between diode cr14 and ic chip u3, pin 8.